Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 26-jun-2024. The most recent information was received on 04-jul-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in an adult female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2006, the patient had essure (ess205) inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important), urinary tract infection ("recurrent urinary infections (about 6 each year) despite taking antibiotics"), headache ("headache"), arthralgia ("hip pain"), psoriasis ("psoriasis"), disturbance in attention ("impaired concentration"), memory impairment ("impaired memory"), fatigue (" chronic fatigue"), dry skin ("dry skin"), ear pruritus ("itchy ear canal"), erythema ("facial redness"), rhinorrhoea ("runny nose"), nausea ("nausea"), depression ("depression"), neck pain ("neck pain"), a first episode of constipation ("constipation"), loss of libido ("loss of libido"), renal pain ("kidney pain"), tremor ("tremors"), chills ("shivering"), dysuria (" impaired urination"), gait disturbance ("difficulty walking "), tooth fracture ("breaking teeth"), visual impairment (" impaired vision"), allergy to metals ("nickel intolerance"), dysstasia ("difficulty standing while practising my profession (home hairdresser)"), renal failure ("right kidney has become non-functional"), lithiasis ("lithiasis embedded at the edge of the ureter where it crosses the iliac vessels") and a second episode of constipation ("constipation"). The patient was treated with fluoxetine sandoz (fluoxetine hydrochloride) and antibiotic (chloramphenicol). At the time of the report, the outcomes for pelvic pain, urinary tract infection, headache, arthralgia, psoriasis, disturbance in attention, memory impairment, fatigue, dry skin, ear pruritus, erythema, rhinorrhoea, nausea, depression, neck pain, loss of libido, renal pain, tremor, chills, dysuria, gait disturbance, visual impairment, allergy to metals, dysstasia, renal failure, lithiasis and the last episode of constipation were unknown. No causality assessment was received for essure (ess205) with regard to urinary tract infection, headache, arthralgia, pelvic pain, psoriasis, disturbance in attention, memory impairment, fatigue, dry skin, ear pruritus, erythema, rhinorrhoea, nausea, depression, neck pain, the first episode of constipation, loss of libido, renal pain, tremor, chills, dysuria, gait disturbance, tooth fracture, visual impairment, allergy to metals, dysstasia, renal failure, lithiasis or the second episode of constipation. The reporter commented: difficulty standing while practicing my profession (home hairdresser) right kidney has become non-functional recurrent urinary infections promontofixation on (B)(6) 2021 (prior to the fitting of a plate to treat prolapse, urinary infections 2 to 3 times/year) with renal failure as a result of surgery - also in the aftermath of this interventional procedure, occurrence of constipation, urinary infections, pain on right side, lithalsas embedded at the edge of the ureter where it crosses the iliac vessels. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-jul-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) ) on 26-jun-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in an adult female patient who had essure ( (B)(6) ) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2006, the patient had essure ( (B)(6) ) inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important), urinary tract infection ("recurrent urinary infections (about 6 each year) despite taking antibiotics"), headache ("headache"), arthralgia ("hip pain"), psoriasis ("psoriasis"), disturbance in attention ("impaired concentration"), memory impairment ("impaired memory"), fatigue (" chronic fatigue"), dry skin ("dry skin"), ear pruritus ("itchy ear canal"), erythema ("facial redness"), rhinorrhoea ("runny nose"), nausea ("nausea"), depression ("depression"), neck pain ("neck pain"), a first episode of constipation ("constipation"), loss of libido ("loss of libido"), renal pain ("kidney pain"), tremor ("tremors"), chills ("shivering"), dysuria (" impaired urination"), gait disturbance ("difficulty walking "), tooth fracture ("breaking teeth"), visual impairment (" impaired vision"), allergy to metals ("nickel intolerance"), dysstasia ("difficulty standing while practising my profession (home hairdresser)"), renal failure ("right kidney has become non-functional"), lithiasis ("lithiasis embedded at the edge of the ureter where it crosses the iliac vessels") and a second episode of constipation ("constipation"). The patient was treated with fluoxetine sandoz (fluoxetine hydrochloride) and antibiotic (chloramphenicol). At the time of the report, the outcomes for pelvic pain, urinary tract infection, headache, arthralgia, psoriasis, disturbance in attention, memory impairment, fatigue, dry skin, ear pruritus, erythema, rhinorrhoea, nausea, depression, neck pain, loss of libido, renal pain, tremor, chills, dysuria, gait disturbance, visual impairment, allergy to metals, dysstasia, renal failure, lithiasis and the last episode of constipation were unknown. No causality assessment was received for essure ( (B)(6) ) with regard to urinary tract infection, headache, arthralgia, pelvic pain, psoriasis, disturbance in attention, memory impairment, fatigue, dry skin, ear pruritus, erythema, rhinorrhoea, nausea, depression, neck pain, the first episode of constipation, loss of libido, renal pain, tremor, chills, dysuria, gait disturbance, tooth fracture, visual impairment, allergy to metals, dysstasia, renal failure, lithiasis or the second episode of constipation. The reporter commented: difficulty standing while practicing my profession (home hairdresser) right kidney has become non-functional recurrent urinary infections promontofixation on (B)(6) 2021 (prior to the fitting of a plate to treat prolapse, urinary infections 2 to 3 times/year) with renal failure as a result of surgery - also in the aftermath of this interventional procedure, occurrence of constipation, urinary infections, pain on right side, lithalsas embedded at the edge of the ureter where it crosses the iliac vessels. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 26-jun-2024. The most recent information was received on 04-jul-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") and renal failure ("right kidney has become non-functional") in an adult female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2006, the patient had essure (ess205) inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important), renal failure (seriousness criterion medically important), urinary tract infection ("recurrent urinary infections (about 6 each year) despite taking antibiotics"), headache ("headache"), arthralgia ("hip pain"), psoriasis ("psoriasis"), disturbance in attention ("impaired concentration"), memory impairment ("impaired memory"), fatigue (" chronic fatigue"), dry skin ("dry skin"), ear pruritus ("itchy ear canal"), erythema ("facial redness"), rhinorrhoea ("runny nose"), nausea ("nausea"), depression ("depression"), neck pain ("neck pain"), a first episode of constipation ("constipation"), loss of libido ("loss of libido"), renal pain ("kidney pain"), tremor ("tremors"), chills ("shivering"), dysuria (" impaired urination"), gait disturbance ("difficulty walking "), tooth fracture ("breaking teeth"), visual impairment (" impaired vision"), allergy to metals ("nickel intolerance"), dysstasia ("difficulty standing while practising my profession (home hairdresser)"), lithiasis ("lithiasis embedded at the edge of the ureter where it crosses the iliac vessels") and a second episode of constipation ("constipation"). The patient was treated with fluoxetine sandoz (fluoxetine hydrochloride) and antibiotic (chloramphenicol). At the time of the report, the outcomes for pelvic pain, renal failure, urinary tract infection, headache, arthralgia, psoriasis, disturbance in attention, memory impairment, fatigue, dry skin, ear pruritus, erythema, rhinorrhoea, nausea, depression, neck pain, loss of libido, renal pain, tremor, chills, dysuria, gait disturbance, visual impairment, allergy to metals, dysstasia, lithiasis and the last episode of constipation were unknown. No causality assessment was received for essure (ess205) with regard to urinary tract infection, headache, arthralgia, pelvic pain, psoriasis, disturbance in attention, memory impairment, fatigue, dry skin, ear pruritus, erythema, rhinorrhoea, nausea, depression, neck pain, the first episode of constipation, loss of libido, renal pain, tremor, chills, dysuria, gait disturbance, tooth fracture, visual impairment, allergy to metals, dysstasia, renal failure, lithiasis or the second episode of constipation. The reporter commented: difficulty standing while practicing my profession (home hairdresser) right kidney has become non-functional recurrent urinary infections promontofixation on (B)(6) 2021 (prior to the fitting of a plate to treat prolapse, urinary infections 2 to 3 times/year) with renal failure as a result of surgery - also in the aftermath of this interventional procedure, occurrence of constipation, urinary infections, pain on right side, lithalsas embedded at the edge of the ureter where it crosses the iliac vessels. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal review the event renal failure ('right kidney has become non-functional') was classified as serious, unrelated event (non-serious incident). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.